Event description:
A filter did not open completely immediately following deployment via a jugular approach. A second filter was placed successfully above the first without pt complications. The device remains implanted and is not available for evaluation. Additional films to confirm filter opening were not performed. Co's concept & technique instruction booklet states: biplane abdominal radiographs, magnification oblique, and angled views are useful in evaluation of filter placement. The distribution of the filter legs may vary with the size and shape of the ivc. Because of the cone shaped filter design, this normal variation has no bearing on the clot trapping efficacy of the filter. Angled radiographic views are helpful in evaluation leg spacing."